Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection describe: uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), acne ("rashes or skin conditions type: acne"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), anxiety ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), depression ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), mood swings ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), migraine ("migraines / headaches"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, dyspareunia, acne, dysgeusia, anxiety, depression, mood swings, migraine, tooth disorder, weight increased and alopecia outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysgeusia, dyspareunia, migraine, mood swings, pelvic pain, tooth disorder, uterine infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received: reporters were added. Previously added injury nos was replaced by metallic taste in mouth & new events - uterine infection, anxiety, depression, mood swings, acne, migraines, headaches, dental problems, dyspareunia, pelvic pain, weight gain, hair loss, device monitoring procedure not performed were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection describe: uterine') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/depression/mood swings") and depression ("psychological or psychiatric problems condition: anxiety/depression/mood swings"). In (B)(6) 2009, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dental caries ("dental problems:cavities"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), mood swings ("psychological or psychiatric problems condition: anxiety/depression/mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain ("abdominal pain") and pain in extremity ("legs pain"). The patient was treated with sertraline hydrochloride (zoloft). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, dyspareunia, acne, dysgeusia, anxiety, depression, mood swings, migraine, dental caries, weight increased, alopecia, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, back pain, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, mood swings, pain in extremity, pelvic pain, urinary tract infection, uterine infection, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received - new events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, dysmenorrhea (cramping), back pain, abdominal pain and legs pain were added. Patient height were added. Concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.